Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved to replace the pump, as it had experienced this malfunction multiple times, and the customer will receive a pump with updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.